Event description:
The customer's mother reported that her daughter experienced high blood glucose results while wearing a pod. She said that the pod was activated at 7:16 am when her daughter's result was 99 mg/dl. She consumed 15 grams of carbohydrate and took a .75u bolus at both 8:20 am and 8:45 am. At 9:38 am, her result was 243 mg/dl, and she took a .1u bolus. Between 11:03 am and 11:09 am, she consumed 31 grams of carbohydrate and took two boluses totaling 1.35u. At 5:25 pm, her result was 343 mg/dl. She consumed 33 grams of carbohydrate and took a 2.7u bolus, with an extended bolus of .5u. Between 5:34 pm and 6:28 pm, she consumed 40 grams of carbohydrate and took 3 boluses totaling 1.55u. At 7:32 pm, her result was 42 mg/dl, and she had milk and apples, and at 8:35 pm, it was 178 mg/dl. The next day, she had the following results: see scanned table. She woke up with ketones large. At 7:31 am, with a result of 424 mg/dl, she removed the pod. The mother stated that the cannula was kinked and there was blood on the adhesive.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.